Manufacturer narrative:
Complainant name: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that a frontal cerebrovascular accident (cva) occurred. In (B)(6) 2012, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was successfully implanted with a complete seal noted. The patient was on warfarin prior to being enrolled, and then it was stopped in (B)(6) 2012 due to the laa seal with the closure device. At the 12 month follow-up, a complete seal was noted as well. In (B)(6) 2017, the patient was admitted to the hospital with a cough, dehydration, an elevated troponin. The patient was diagnosed with bronchopneumonia, acute congestive heart failure, severe sepsis and a frontal cva / ischemic stroke during the hospital stay. The patient was on 81mg aspirin and 75mg of plavix at the time of the stroke. The patient was discharged to a skilled nursing facility and will have physical therapy.